Event description:
Healthcare professional reported injecting patient juvederm voluma with lidocaine in the "nfl" and "malar." After about 2-3 months, the patient developed some swelling near the injection spots." The patient was treated with hyaluronidase "to remove the adverse event constantly." Symptoms are still ongoing..

Manufacturer narrative:
Further information from the reporter regarding event product or patient details have been requested. No additional information is available at this time.the event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events.